Manufacturer narrative:
Updated fields : d8, d9, g6, h1, h2, h3, h4, h6, h8, h11. The medihoney (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is (root cause). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) has been initiated based on illegitimate sale online without a prescription of legitimate integra product with the goal of tightening control of distributors to lead to clearer identification of illegitimate product. As such, this CAPA is tangentially related to this complaint.

Event description:
N/a.

Event description:
This is 2 of 2 reports (same patient, different products) linked to mfg report number: 3005920706-2026-00027. A customer reported: "I have been using this mahoney on and off since the end of november. I have an infection now. I purchased from walmart. Pharmacy online." Infection is in his left leg. Treatment: antibiotics.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.